Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the device seemed to rapidly deplete from 2.55v to less than 2.2v in less than 2 months. The device was explanted and replaced.

Manufacturer narrative:
The reported rapid battery depletion from eri to eos was confirmed in the laboratory. The device was tested on the bench and no high current drain sources were observed. The original battery was sent to the vendor for further evaluation and no battery anomalies were detected. The cause of the rapid battery depletion could not be determined.